Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 2.25mm x 12mm nc emerge was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with a different device and no complications were reported.